Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and found the pump in poor condition with the top case cracked. A review of the event history log found a motor rate error. Flow and occlusion tests were performed and was unable to verify the reported issue. Based on the evidence, a root cause was unable to be confirmed.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.